Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. Boston scientific technical services (ts) advised to evaluate in the clinic and to consider having a chest x-ray. This lead remains in service. No adverse patient effects were reported. Additional information received indicated that the patient also reported of shortness of breath (sob). The health care professional has adjusted the atrial sensitivity and also stated that it could be related to low hemoglobin or hematocrit as patient had gastrointestinal bleeding recently. Ts then suggested device reprogramming. Moreover, ts noted atrial fibrillation was conducted. To date, this lead remains in service. No adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. Boston scientific technical services (ts) advised to evaluate in the clinic and to consider having a chest x-ray. This lead remains in service. No adverse patient effects were reported.